Event description:
The pt used the suspect device to check the pt's blood glucose. The pt obtained a result of 551mg/dl and injected five extra units of insulin. The pt began to lose consciousness and was then driven to the hospital. An ER meter was used and the pt's blood glucose was measured at 35mg/dl upon arrival to the ER. The pt was treated with an IV for low blood glucose. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.